Event description:
The customer reported to olympus that the high-definition (hd) autoclavable camera head had no image during the diagnostic procedure. There was no procedural delay. Another camera head was used to continue the procedure and it was successfully completed. No patient harm was reported.

Manufacturer narrative:
E1 telephone number: (B)(6). The device was returned and evaluated, and an abnormal image and b30 scope communication error was found. A puncture/hole was also found in the cable. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced, and it was determined that poor communication occurred due to cable failure caused by flood from cable puncture, hence, the image was not displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.